Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension is (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy of +6.6%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. The reported problem that device failed accuracy by 6.6%, was not confirmed by accuracy testing. The cause is unknown. The pump was found delivering to the manufacturing specifications.